Event description:
As reported by an affiliate, a pt was admitted for treatment of a 90% stenosis in the proximal left anterior descending (lad) artery. The lesion was described as de novo, slightly calcified and slightly tortuous. Pre-dilation was conducted with a 2.0mm balloon, and ivus was conducted to confirm the vessel diameter. A 3.5 x 18mm cypher was delivered to the target lesion. When the cypher was inflated at 20atm, the balloon ruptured and a dissection on the vessel around the distal portion of the balloon was observed. The balloon rupture was confirmed by decreased pressure of the inflation device and contrast media leakage on angiography. To treat the dissection, a 2.5 x 28mm cypher was implanted distal to the first cypher, overlapping it. The procedure was finished successfully. The product has been returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.